Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was for at least a couple weeks the patient has been seeing a message on their controller that says stimulation is off. Patient stated they have tried resetting the controller but that did not resolve the issue. During the call the patient reset the controller and verified no visible damage to the recharger. Patient attempted to recharge the implanted neurostimulator and got the message replace controller batteries soon. The issue was not resolved. A request was sent to the repair department to replace the recharger device